Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because customer did not have room temperature available to fill and load a new cartridge. Reportedly, customer will change pump supplies and resume insulin delivery. Customer's blood glucose was 123 mg/dl.